Event description:
The doctor reported that the implant was removed due to loss of osseointegration approximately 1 year and 10 months after implant placement. Bone quality around the area was type iii, and oral hygiene around the implant was moderate. Peri-implantitis was observed during the implant removal surgery. Bone augmentation material was not used in implant placement surgery. The patient will need another surgical intervention.